Event description:
Customer reported that she was hospitalized. Blood glucose value at the time of the admission was around 60 mg/dl. Customer also stated that she experienced high blood glucose and that her sensor was not working. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to manufacture report 2032227-2014-47168.